Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the occlusion issues, the customer replaced the infusion set and cartridge and continued insulin therapy.